Manufacturer narrative:
Cause of overheating: in order to identify the cause of overheating, we disassembled and confirmed the condition of bearing, if there is a breakage, or damage from the rust. But we couldn't confirm this. However, we found debris inside the bearing assembly. We guessed that this debris moved inside the bearing, and has generated the heat, because of the friction. But we couldn't identify the root cause of the overheating.

Event description:
Reference number: 1422375-2014-00003.

Manufacturer narrative:
On (B)(4) 2019, nakanishi was informed by the distributor (B)(4) had taken the following actions as a part of the IFU recall activities. On (B)(4) 2018, (B)(4) sent the updated operation manuals that contain the detailed reprocessing method to the dental office to prevent the devices from overheating. On (B)(4) 2018, (b))4) confirmed the receipt of the operation manuals by the dentist through usps certified receipt.